Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the ostial circumflex artery that was heavily calcified. During advancement of the xience alpine 2.5 x 23 mm stent delivery system, the stent came off the balloon. There was no reported resistance noted during advancement before the dislodgement. The stent was wedged into the circumflex and left main and when a snare was used in attempt to retrieve the stent, it moved into the aorta. It is currently free-floating in the superficial femoral artery. The patient remains in the hospital as of (B)(6) 2018. No additional information was provided.